Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00366, 3005168196-2021-00368, 3005168196-2021-00369.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed using ruby coil lps. During the procedure, a ruby coil lp would not advance past its initial position within its introducer sheath. The physician adjusted hand placement on the pusher wire; however, the ruby coil lp still would not advance. Therefore, the ruby coil lp was removed. It was reported that the same issue occurred with three additional ruby coil lps. Therefore, these ruby coil lps were also removed. The procedure was completed using four lp coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the ruby coil lp was advanced through its introducer sheath without an issue. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the ruby coil lp was advanced through its introducer sheath without an issue. Evaluation of the third returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, then the ruby coil lp was advanced through its introducer sheath without an issue. Evaluation of the fourth returned ruby coil lp revealed that the pet lock was separated on the proximal end of the pusher assembly, the pusher assembly had kinks throughout its length, coagulated blood was within the pusher assembly ddt and the embolization coil was detached from the pusher assembly and was not returned for evaluation. This damage was not mentioned in the reported complaint and was likely incidental. Due to the return damage, the reported complaint could not be confirmed, and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2021-00366, 2. 3005168196-2021-00368, and 3. 3005168196-2021-00369.